Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that the cap (that seals the port of the co2 monitoring port of the device when that port is not in use) detaches too easily during anesthesia or subsequently. No effects on pts were reported.